Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
Eval of the device is anticipated, but not yet begun. A supplemental MDR will be sent when the eval has been completed. (B)(4).